Manufacturer narrative:
Product ID: 3889-28, lot# va0n5dp, product type: lead; product ID: 3889-28, lot# 0215986503, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead; product ID: 3889-28, lot# 0215986502, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a lead fracture. It was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0215986503, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead; product ID: 3889-28, lot# 0215986502, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jul-2022, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported high impedance and an increase in neuromuscular dysfunction of the bladder. Interventions included a surgical intervention (explant/replacement) of the lead on (B)(6) 2018. The device was disposed of according to biohazard instructions. Diagnostics included device interrogation which showed the lead impedance was out of range on (B)(6) 2018. The event was related to the device or therapy and not related to the implant procedure. Symptoms included an increase bladder overactivity due to high impedances and the underlying cause was considered to be a broken lead. There was a note about two falls. The issue was resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0n5dp serial# implanted: explanted: product type lead product ID 3889-28 lot# 021 5986503 serial# implanted: 2014-(B)(6)explanted: 2018-(B)(6) product type lead product ID 3889-28 lot# 0215986502 serial# implanted: 2014-(B)(6) explanted: 2018- (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.